Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 09/11/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device was just at bd service repair center for failing an occlusion test. Biomed did extensive troubleshooting with tech support, previously, and they had replaced pressure sensors, both at the customer entity and when the device was sent into the repair center. The customer reports that the same failing occlusion test issue is occurring. No patient involvement.